Event description:
This event was captured based on review of the article, randomized study comparing everolimus and sirolimus eluting stents in patients with bifurcation lesions treated by provisional side-branch stenting. It was reported that a study identified a total of 293 patients with all types of medina bifurcation lesions. Of the 293 patients, 148 patients received unknown xience v stents between february 2007 and december 2008. Clinical outcomes were as follows: 3.4 % target lesion revascularization (tlr); 1.3 % non-q wave myocardial infarction; 1.0 % stent thrombosis; 1.0 % cardiovascular death; 1.0 % all-cause death; 1.0 % remote site revascularization; no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of death, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report.